Event description:
It was reported that before using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed 12 units have been folded in between the plastic, tearing the sterile sealed paper. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-nov-2024. Investigation summary : bd received one photo and 12 samples for investigation. The customer's photo displays 12 blister packs with torn packaging, resulting in an open seal. Additionally, the 12 returned samples were visually inspected and all failed testing due to torn packaging on the corners, resulting in an open seal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed (B)(4) units have been folded in between the plastic, tearing the sterile sealed paper. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.